Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm on the system controller, serial number: (B)(6), was confirmed by review of the submitted log files. Log files were submitted and data associated with the reported event was observed from 05jan2026-07jan2026. The log files captured intermittent backup battery fault alarms due to the backup battery not passing the load test. During alarms, the backup battery did not pass its load test due to the loaded voltage being outside the expected threshold as compared to the unloaded voltage. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The provided information indicated that the alarms resolved while the patient was at home. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventive action was initiated to investigate backup battery faults. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ cover all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the issue does not resolve. Section 2 of the IFU, entitled ¿system operations,¿ describes the backup battery installation process. Section 8 of the IFU, entitled ¿equipment storage and care,¿ and section 6 of patient handbook, entitled ¿equipment maintenance,¿ addresses how to properly care for, maintain, and store the equipment for proper use. Section 10 of the patient handbook, entitled, ¿safety checklists,¿ instructs users to regularly inspect their accessories ¿ including their system controllers ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. The 11-volt backup battery, serial number (B)(6), was observed to have passed all initial manufacturing testing per the manufacturing test datasheet. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had a backup battery fault on interrogation that cleared on its own. Modular cable was exchanged for normal wear and tear, so the patient was switched to backup system controller. Log files captured backup battery faults starting (B)(6) 2026 at 21:51 and continued intermittently for the remainder of the log. It appeared that the emergency backup battery (ebb) failed the load test resulting in these faults. The ebb fault resolved on its own at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.